Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the timeline of the events?

Event description:
It was reported that post-op of a laparoscopic gastric sleeve procedure the patient came back in due to pain. When patient came back in, it was found "the very top" staple had compromised staple line. An endoscopic drain was placed and patient went home with no further issues of pain or risk to outcome. Patient did not require revision surgery or hardware removal. Patient is fine. Dr. Did not specify any more details when asked.